Manufacturer narrative:
It was initially reported that patient required reintubation after the "et tube will not blow up." Despite good faith efforts to obtain additional information, the reporting facility was unable or unwilling to provide any further patient, product, procedural or event details. Due to the reported re-intubation, this medwatch is being filed. The sample has not been returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the patient required re-intubation after the endotracheal tube balloon failed to inflate.